Manufacturer narrative:
Visual inspection revealed no outer abnormalities were observed. Blood occlusion was experienced when attempting to prepare the sheath for testing by purging out the air inside the sheath. The hemostatic valves were removed, and a guidewire and a dilator were inserted into the sheath to loosen up and push out the dried blood. Once the sheath was cleaned, hemostatic valves were reassembled, and leak testing was resumed. Leakage and a steady flow of air were observed during leak and aspiration testing respectively. The sheath?s handle cap and valve cap were removed to examine the hemostatic valves under the microscope. No damage was noted on the external hemostatic valve, but the internal hemostatic valve had a tear by the center slit. This type of defect can compromise the valve?s ability to seal pressure and fluid within the sheath. This finding indicated the potential source of leakage and air ingress.

Event description:
During a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. When attempting to insert the pulse field ablation catheter after pre-mapping, air was aspirated, and a certain amount of microbubbles were observed. Air was also noted within the syringe. The device is expected to be returned for analysis.

Event description:
During a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. When attempting to insert the pulse field ablation catheter after pre-mapping, air was aspirated, and a certain amount of microbubbles were observed. Air was also noted within the syringe. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.